Manufacturer narrative:
The reporter confirmed the explanted device will not be return to apollo for analysis. Device labeling addresses the reported event as follows: warnings and precautions: deflated devices should be removed promptly. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: possible complications of the use of the orbera® system include: balloon deflation and subsequent replacement.

Event description:
Reported as: the patient's orbera intragastric balloon was removed due to "patient noticed blue urine".

Manufacturer narrative:
Supplement #1: medwatch sent to FDA on 07/27/2017.